Event description:
It was reported that the left ventricular (lv) lead had been deactivated because it became dislodged. On fluoroscopy the lead was noted to be pulled back into the main coronary sinus. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk crt-d implanted: 2008-(B)(6). (B)(4).